Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera duodenovideoscope had an air leak from the image guide coil. Inspection and testing of the returned device found the adhesive around the lighting lens was peeling off and creating a gap for dirt to enter. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found watertightness was not maintained due to holes in the insertion tube, watertightness was not maintained due to collapse of the tip cover, the bending angle was insufficient, the angle knob had play, the insertion tube was scratched, the curved rubber adhesive was missing, the tip cover was scratched, the adhesive around the lighting lens was coming off, watertightness was not maintained due to scraping of the cleaning tube mounting mouthpiece, the operation part was scratched, the insertion part of the corrugated tube was scratched, the switch box was scratched, the operation unit cover was scratched, the up/down knob was scratched, the up/down angle fixing lever was scratched, the right/left knob was scratched, the grip was scratched, the forceps plug cap had been scraped off, the universal cord was scratched, the operation part side of the universal cord was scratched, the scope connector side of the universal cord was scratched, water coverage was found on the electrical connector, the scope connector was scratched, and the right/left angle fixing knob was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.